Event description:
It was reported that bd¿ luer-lok syringe 60 ml plunger rod was broken. This was discovered before use. The following information was provided by the initial reporter: we have received a complaint from a customer due to a molding defect or break in ribs of the plunger of 50ml luer lock syringes.

Manufacturer narrative:
H.6. Investigation summary: one sample and one photo were returned from the customer for investigation. The sample was visually examined using unaided vision and it was observed that the plunger has a crack in one of the circular braces on the plunger rod. One photo was also provided by the customer for investigation. The photo shows a syringe held vertically. Part of one of the circular braces on the plunger rod appears to be slightly higher than the portion on the other side of the rib. This non-conformance is circled in red by the customer. Plunger rods are fed through a chute to the assembly process. If the chute is empty, the plunger rods can experience excessive force when falling through the entire chute. A sensor was installed on the chute to determine if the chute is empty. When the chute is full, the plunger rods do not slide the entire length of the chute and have a reduced risk of damage. The sensor will not allow plunger rods to automatically feed into the chute unless it is full. However, there is still the potential for damage due to piece to piece contact or contact with the production equipment. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8207525, medical device expiration date: 2023-07-31, device manufacture date: 2018-07-26, medical device lot #: 8239917, medical device expiration date: 2023-07-31, device manufacture date: 2018-08-27, medical device lot #: 8239918 medical device expiration date: 2023-07-31 device manufacture date: 2018-08-27 medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ luer-lok syringe 60 ml plunger rod was broken. This was discovered before use. The following information was provided by the initial reporter: we have received a complaint from a customer due to a molding defect or break in ribs of the plunger of 50ml luer lock syringes.